Event description:
Reportedly, for a patient is included in calliope study (patient number (B)(6)): the device is programmed rvat activated in "auto" mode. On (B)(6) 2022, rv threshold was measured by the device (rvat) at 2v. Despite a max threshold on remote alert set at 1.75v, no alert was sent to the site. The reporter confirmed with rms service and indeed the device did not send any alert despite remote parameters.

Event description:
Reportedly, for a patient is included in calliope study (patient number (B)(6)): the device is programmed rvat activated in "auto" mode. On (B)(6) 2022, rv threshold was measured by the device (rvat) at 2v. Despite a max threshold on remote alert set at 1.75v, no alert was sent to the site. The reporter confirmed with rms service and indeed the device did not send any alert despite remote parameters.

Manufacturer narrative:
The review of provided data and the analysis of the back-office transmission data highlighted that there was no communication between the smartview connect paired with the subject device and the back-office from (B)(6) 2022 to (B)(6) 2022. This explains why the rvat alert was not received despite rvat measurement at 2 v on (B)(6) 2022 and the alert setting at 1,75 v. Since (B)(6) 2022, the smartview connect of the subject device runs correctly: there are communications between the smartview connect paired with the subject device and the back-office. No general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes.